Event description:
Provider states that the front casters on the lift do not move freely when there is weight in the lift. Provider states if there is no weight on the lift it moves fine but the bearings are not working properly with weight. Provider will obtain serial number and call back. No additional information provided. Serial number initially provided is invalid.